Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2022-00027, a damaged component (broken fiber) was found that was unrelated to the reported alarm, augmentation & leak, blood in tubing failure mode. There was no patient involvement.

Manufacturer narrative:
Event site postal code: (B)(6). The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned non-maquet sheath. The sheath was covering the proximal taper end of the membrane. The extender tubing and pressure tubing were also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 73.7cm from the iab tip. Additionally, an optical fiber break was also overserved at approximately 2.3cm from the rear seal. The evaluation confirms the presence of a broken optical fiber as an "as analyzed" failure. However, we are unable to conclusively determine when this may have occurred. Therefore, the root cause is impossible to define. Reference complaint # (B)(4).